Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer's blood glucose (bg) level was over 600 mg/dl. Insulin injections were administered to address the bg level and were to be used for insulin therapy. The customer attributed the high bg due to the distributor sending the t:lock infusion sets and they could not be used with the customer's luer lock cartridges. Insulin delivery was delayed.